Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented with right ventricular (rv) lead under-sensing. No intervention was performed. No patient symptoms were reported.

Event description:
Additional information received indicated that programming changes were made to address the undersensing. The patient was stable throughout.